Event description:
A customer reported to baxter product surveillance of an unknown taxol bis(2-ethylhexyl)phthalate (dehp) tubing, in which towards the last 100 milliliters of the infusion; it was pulling air in the line and giving an air in line alarm on a sigma pump. The alleged deficiency is against the set. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available for evaluation. However, if the customer decides to send in the sample, a follow-up report will be submitted once the evaluation has been performed. The product code of this device used in this situation is unknown; therefore, it does not have a us 510k number. A batch review cannot be performed since there was no lot number provided.